Event description:
It was reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The customer complained of high blood pressure, vomiting and feeling ill. He did not observe any significant events leading to the event. At breakfast he had a high blood glucose reading of over 600 mg/dl and treated manually. Prior to admittance, he reported a blood glucose reading of 700 mg/dl, for which he treated with a manual injection. He said he was dizzy, had slurred speech, experienced confusion, and went straight to the hospital. He stated that he just started feeling ill despite having treated to correct his blood glucose and meal. The blood glucose reading upon admittance was between 400-500 mg/dl. He was in the emergency room for 8 hours. He removed the insulin pump upon admittance and was treated with saline via intravenous drip and manual injections of insulin. He was released after 8-10 hours and had discontinued use of the device since then. Nothing further.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.